Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via ipsilateral antegrade approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery. After a guide wire crossed the lesion, a 3mm x 40mm x 146cm coyote¿ es balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was removed from the patient's body and the procedure was completed with a 3x4 non-bsc device. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded. There are numerous hypotube and shaft kinks. Inspection of the device presented no other damage or irregularities. Functional testing was carried out by attaching an inflation device filled with water to the hub of the complaint device, and inflating the device to rated burst pressure. The device inflated and held pressure for 5 minutes without leaking. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via ipsilateral antegrade approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery. After a guide wire crossed the lesion, a 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was removed from the patient's body and the procedure was completed with a 3x4 non-bsc device. No patient complications nor injuries were reported.